Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. The product was evaluated. An external visual inspection was performed and passed. A receiver charge test was performed and failed due to the receiver perpetually reloading. A receiver boot test was performed and failed due to the receiver perpetually reloading. Unable to download the log and no data found. Functional test was not performed. The receiver case was also opened for an interior visual inspection and it passed. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.